Manufacturer narrative:
The original surgery date is unk; however, it was reported that it took place approx 10-15 yrs ago. Examination of the returned liner confirms wear of the poly material. It is not unreasonable to expect some degree of poly-wear after the reported length of time in-vivo. Review of the device history records did not reveal any related mfg deviations or anomalies. A complaint database search finds no other reported issues with the provided part and lot code since release for distribution in november of 1997. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address poly wear of the liner.